Manufacturer narrative:
Unit received with currents in specification. Unit unable to prime during prime and system sensor test due to faulty force sensor resistor. No unexpected excessive no delivery alarm. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump was cracked around the display window and battery compartment. No further details given.